Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading at time of the call was 86 mg/dl. Troubleshooting was performed. Advised customer to discontinue using the device and revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during rewind, and the device failed the displacement test. Problem isolated to the motor.